Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 county: japan.

Event description:
It was reported that during surgery the device had already exploded inside the sterile packaging. There was no patient impact. There was a delay of 0-15 minutes while an alternative device was being prepared. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The device was returned opened. Visual examination of the returned product/provided pictures found the battery pack was broken open and there was black battery debris throughout the sterile packaging. Visual evaluation of the battery pack found multiple batteries were damaged. The black and red wires were outside the casing but not damaged. The yellow wire was outside the casing and damaged. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.